Event description:
It was reported that a por (power on reset) condition occurred. It was reported that the error code was 0x400. It was stated that the patient did not remember being around emi (electromagnetic interference), but it was further stated that the patient flew two times in may. It was reported that a couple weeks ago the patient was trying to charge and it was not charging properly. It was stated that the recharger shut off and then the patient saw the error code.

Event description:
Additional information received reported that the por (power on reset) was cleared. It was reported that the patient was able to charge her device as it was checked before they left the office. It was noted that after hanging up with tech services, the patient stated that she had been using her electric blanket a lot and wondered if this could have been the emi that caused the por, as she had no diagnostic tests that would have caused it. It was stated that the sensor was activated prior to leaving the office. It was reported that the patient was happy with the device and service when she left the appointment. It was noted that the manufacturer¿s representative had not heard from the patient since.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).